Manufacturer narrative:
Additional info has been requested and if made available will be reported in a supplemental. Method, result, and conclusion codes will be made available following an engineering evaluation.

Event description:
It was reported that "dr. (B)(6) did a scoliosis case where he used the s2 technique. The tulip of the left s2 screw which was a xia3 7.5x60 looks like it snapped off on the x-rays. He is confused because, he did not do much derotation on that side. The case was done on (B)(6) and they took the x-rays on (B)(6) where they saw the break. This is a neuro child where there was no walking involved and dr. (B)(6) said that the only thing they did was raise him to sit up at about a 60 degree angle. They have not done anything yet as dr. (B)(6) is going to see how everything goes with the rest of the construct in the next few weeks.